Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that the x-ray confirmed the left l4 screw was in bone and had an appropriate path. The screw breached laterally after left sided rod compressors, and that based on post-op imaging procedures, all screws appeared to be to plan except l4-l. The case logs showed that the misplacement of implants is due to skiving. The software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the anticipated risk level, therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.